Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous subclavian vein . A 8.0 x 40, 75cm mustang balloon catheter was used for pre-dilatation. The balloon was inflated at 16 atmospheres on first inflation. During the second inflation the balloon ruptured at 16 atmospheres. The balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).